Manufacturer narrative:
Visual assessment performed and the device is noted to be in good condition. No signs of twisting or bending of the delivery needle were observed. T2 and partial suture were returned separated from the device. The actuator was found in the ready for t2 deployment location. A functional test supports that the device delivery system is functional and cycles normally. After the evaluation the root cause for the reported issue could not be determined. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscal repair procedure, t1 and t2 deployed simultaneously from the device. Both t1 and t2 were successfully removed from the patient. A backup device was utilized to complete the procedure. No patient injury or complications were reported.